Event description:
Consumer called to report being hospitalized following an incident with her meter. Meter was giving false readings and she was taking too much insulin. Needed to go to the hospital for treatment.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.